Event description:
An alarm parameter issue was reported, highlighting the need for customized settings to prevent alarm fatigue. The customer also experienced difficulties with cartridge filling due to small ports, exacerbated by recent retinal surgeries. There was no adverse impact to the customer's blood glucose level. Technical support closed the case after following up via email, as voicemail was not available.